Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received a message that said high blood glucose level and check occlusion. Customer's blood glucose level was 56 mg/dl. The insulin pump was an hour ahead. The customer was having issues seeing the screen even with glasses. The device was not returned.